Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to keypad traces. No cosmetic damage noted.

Event description:
It was reported that the insulin pump was taken out of the box and while showing to the diabetes nurse how it works, it was noticed that the b button does not respond. Customer's blood glucose value was 8.9 mmol/l. The insulin pump was replaced and agreed to return the product for analysis.